Event description:
The following information is from an article published in journal of interventional cardiology; transcatheter closure of atrial septal defects in adults: immediate and follow-up results. Complications during the procedure include one device migration in the first 24 hours after placement. This patient had two defects with a larger superior/anterior defect measuring 24mm (stretched diameter 30mm) and a smaller posterior/inferior defect measuring 7mm (stretched diameter 9mm). A 26mm aso was used to close the larger asd ( the largest available device size manufactured at that time). A 26mm aso migrated to the main pulmonary artery within 24 hours and was detected on a routine 24 hour postprocedure echocardiogram, the patient exhibited no clinical symptoms. The device was percutaneously retrieved and another attempt was made five months later with a 34mm aso with successful complete closure.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received.